Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 11:29 am CT.the report number is being corrected from: 2183959-2018-62013to: 2183959-2018-61495.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, the three piece cylinders and pump component was opened and prepped. While priming the pump, the nurse began to cycle the device and noticed the saline was not cycling through the device. Another inflatable penile prosthesis pump was opened and used to complete the surgery.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, the three piece cylinders and pump component was opened and prepped. While priming the pump, the nurse began to cycle the device and noticed the saline was not cycling through the device. Another inflatable penile prosthesis pump was opened and used to complete the surgery.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, the three piece cylinders and pump component was opened and prepped. While priming the pump, the nurse began to cycle the device and noticed the saline was not cycling through the device. Another inflatable penile prosthesis pump was opened and used to complete the surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.